Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level ranged between 399 -"high" (mg/dl). Reportedly, the customer resumed insulin delivery and declined further troubleshooting with tandem technical support.